Event description:
A customer contacted baxter's technical service center regarding a system error 2240, (indicating air in the set) on the homechoice (hc) during dwell 1. The home patient (hp) was connected at the time of the alarm. The baxter technical service representative (tsr) had the hp check the lines and bags and the hp found the unused supply line clamp was open. The tsr explained that the unused clamp should always be closed. The tsr instructed the hp to start over with new supplies and to notify the nurse. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the device was discarded. This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because there was an open clamp on unused supply line. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.